Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings were pulled apart [device breakage]. Case narrative: consumer reported via email that the tampon strings were pulled apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings were pulled apart [device breakage] case narrative: consumer reported via email that the tampon strings were pulled apart. No injury was reported.